Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Cannot confirm failure mode. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impactor broke during impacting the prosthesis total hip arthroplasty physician or surgeon's full name: (B)(6). What action was taken/required to manage the problem during the procedure? The implant was already positioned in the right place describe the 'damage' or 'other' outcome? Cup impactor broken after impacting the prosthesis. How long was the procedure prolonged as a result of the difficulties encountered with the device(minutes)? No delay